Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: visible moisture in display and ir window. Unable to complete rewind and 24 hr steps due to a cs 078-0008 alarm. Leak test failed due to display lens leak and battery compartment cracked. Battery compartment cracked from case seal to grip. Investigators opened pump and removed from case. Moisture and corrosion on all internal surfaces except battery compartment. No moisture in battery compartment. Moisture and corrosion on motor flex connector and ir port. Investigators were unable to down load black box due to corrosion on ir port. Able to access history thru pump. History verified cs 078-0008 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.